Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient had inappropriate mode switches and atrial ectopy. Patient also had beats come in a bigeminal fashion. It was suspected that there was farfield r wave oversensing. Programming changes were made to the device. Patient was fine after the event.